Manufacturer narrative:
B5 (added charging issue), h6 (add device code 2892) b5 (added charging issue), h6 (add device code 2892).

Event description:
Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.